Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and the reported condition that the device would oscillate when on the "on" function when the forward drill trigger is depressed quickly. The forward drill trigger will drill forward if depressed slowly was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was determined that the device had high output/power. It was further determined that the device failed pretest for check power with power test bench. The assignable root cause of this condition was determined to be traced to the user, which is user error.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. The actual device was not returned for evaluation; therefore, the reported condition was not confirmed. However, a review of the service history record indicates that review result is not relevant to the current complaint condition.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: e1: reporters phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
This is report 1 of 3 for (B)(4). It was reported that during an unspecified surgical procedure, it was observed that three handpieces would oscillate when on the ¿on¿ function and when the forward drill trigger is depressed quickly. The forward drill trigger would drill forward if depressed slowly. It was reported that there was a small delay in the procedure due to the event as time was not tracked. It was reported that a spare device was available, and the procedure was successfully completed. It was reported that fragments were generated and were easily removed without additional intervention. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: correction b5, g3: please note that the event date was unknown and the event description has been updated. The awareness date has been updated.

Event description:
Updated event description: this is report 1 of 3 for (B)(4). It was reported that during an unspecified surgical procedure it was observed that three handpieces would oscillate when on the ¿on¿ function and when the forward drill trigger is depressed quickly. The forward drill trigger would drill forward if depressed slowly. It was reported that there was a small delay in the procedure due to the event as time was not tracked. It was reported that a spare device was available, and the procedure was successfully completed. It was reported that fragments were generated and were easily removed without additional intervention. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2025. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.